Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe safetyglide 1ml w/ndl 27x3/8 ib had leakage. The following information was provided by the initial reporter: material # 303327 batch # 2355084f1. Rcc received a complaint via email. Item description: safetyglide tb syr-needle vndr item#: 303327 lot#: 2355084f1 quantity: 1 uom: 100/bx cmt: leaking adtl.cmts: exp - 04/30/28.

Manufacturer narrative:
Investigation summary: 39 unused needles with syringe (material# 303327) were received and analyzed by our quality team with the customer's complaint of leakage during use. The unused samples were tested by drawing saline solution and injecting it with resistance and there were no leaks in any of the 39 samples. The samples were then analyzed under high power microscope to search for abnormalities and no syringes presented with issues. The complaint could not be verified and the root cause remains unknown without the original affected samples.

Event description:
Samples.

Manufacturer narrative:
(B)(4). Follow up report for correction. Lot number was incorrect in the initial MDR, correct lot number is 2355084.

Event description:
No additional information was provided.